Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited high out of range (oor) pace impedance measurements of greater than 3000 ohms resulting in a signal artifact monitor (sam) event. Technical services (ts) indicated that the oor pace impedance measurement was likely due to ra lead connection challenges and recommended a lead revision. This lead remains in service. No adverse patient effects were reported.